Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection it was found that only the main coil part of the device returned. It was kinked bent and had detached. Functional testing was not carried out due to damage noted to the device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject coil was stretched in the microcatheter during use and was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, the coil was not advanced or retracted with force, and the damage was noted when advancing the coil. During analysis, the main coil was found to be kinked/bent. In the case of this complaint, it is probable that the coil was kinked during manipulation inside the microcatheter causing difficulty advancing. When the damaged coil was retracted, it then likely detached prematurely in the microcatheter. An assignable cause of procedural factors will be assigned to the as analyzed event since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The device was returned for analysis and the investigation revealed that the coil (subject device) prematurely detached during use. No clinical consequences were reported to the patient due to this event.